Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c124ej, serial/lot #: (B)(4), ubd: 15-oct-2023, UDI#: (B)(4); product ID: etcf3232c49ej, serial/lot #: (B)(4), ubd: 20-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate graft system was implanted during a evar procedure for the treatment of a 46mm ruptured abdominal aortic aneurysm. The bifurcate was implanted and the contralateral gate was cannulated, however the guidewire did not rise at first due to the tortuosity , on the right contralateral side a etlw1624c156ej was implanted followed by a etlw1624c124ej on the left contralateral side. It was said as there was a cia dissection noted then so time of spent selecting the appropriate size stent graft. It was reported during the index procedure, that a final contrast study revealed that the stent was placed a lot lower than the left renal artery so a type ia endoleak occurred. An endurant aortic cuff extension was then implanted as treatment, but a leak still remained so it was judged when contrast imaging was performed again that it was a type IV endoleak and the procedure was completed. The patient was stable after surgery but the following day the patients blood pressure dropped due to a re-rupture and the grafts were replaced with a y graft on that day. It was noted that there was re- entry tear near the branch of the left cia and iia for a chronic dissection. As per the physician it a pre-operative planning error that did not detect the iia dissection from the left cia was connected to the aneurysm and the device was not the cause. During laparotomy, there was type 4 endoleak, but it was slight as per the physician the cause of the event was due to the patients vessel morphology.  No additional clinical sequalae was provided and the patients is fine.